Event description:
A customer reported a malfunction on a pump, with no notable events occurring prior to the issue. It was unknown whether there was any impact on the customer's blood glucose level. The customer received pump reset information from technical support and was assisted with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reappeared, which the customer understood.